Manufacturer narrative:
Philips authorized repair technician tested the device. The speaker did not work in unit. The speaker did produce sound when tested on the facility speaker certification tool. The technician replaced the speaker. The unit is functioning as intended.

Event description:
During evaluation at bench repair, it was identified that the device had no audio.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.